Event description:
The pt had bilateral mastectomy and underwent bilateral breast reconstruction. The surgimend device was placed over the expanders (date unk). Two weeks post-op, and there was additional cancer excision on the left breast. The device appeared to be "melting away." Subsequently, the pt split the right side with tan drainage (30ml of pus). It is not known if cultures were taken and what the results may have been. On (B)(6) 2013, the pt went back in surgery. It was observed that most of the product was gone. There was no product catalog number or product lot number provided so a specific device history record could not be reviewed. All surgimend devices are terminally sterilized using a validated sterilization process. It is not likely that the device was the cause of the infection that lead to the pt complication.